Event description:
The pilot hole drill guide and drill bit broken in pt. The surgeon was able to recover all pieces and finish the case.

Manufacturer narrative:
Device not returned for eval. Internal investigation in progress but not yet complete.